Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks and anti tachycardia pacing (atp) for what was thought to be supra ventricular tachycardia (svt) or sinus tachycardia (st). It was questioned why the device delivered therapy. Technical services (ts) reviewed the programmed parameters and discussed why therapy was provided. It was noted that therapy was exhausted, and the episode ended approximately two minutes after the last shock was provided. It was further noted that the tachycardia occurred immediately following the patient going to dialysis, ts commented that the patient's potassium may be too high or too low, thus advised to consider medications to slow the patient rate, and also discussed programming options. The patient was placed on anti-arrhythmic medications. No adverse patient effects were reported.